Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description based on video attachment: leakage.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) video and one (1) picture were provided for evaluation by our quality team. Through evaluation of the video and picture, a leak was observed in the needle connection. As a lot number was unknown for this incident, a review of the production history records could not be completed. Based on the investigation results, an exact cause could not be determined for the observed leakage. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information